Manufacturer narrative:
This is one event of two cardiovascular events reported for the same patient involving to separate products; associated mdrs # 1225714-2013-03146, 1225714-2013-03147, 1225714-2013-03148.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010, and suffered a second sudden cardiac event on (B)(6) 2013, after the use of the product.